Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the connector tool on the lead but improperly seated over the lead terminal connector. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. When the returned connector tool was properly aligned on the lead, helix extension and retraction were tested and found to function normally. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Evidence reasonably suggests that failure to properly align the connector tool may have caused or contributed to the reported observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant that could not be placed due to noise and difficulty deploying the helix mechanism. The lead was withdrawn prior to pocket closure and no adverse patient effects were reported. An alternate rv lead was successfully placed.